Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported a tooth loss (permanent impairment to body structure) and the invisalign product was being used at that time.

Event description:
The patient reported the symptom of broken tooth # 12 (upper left 1st premolar). The patient reported visiting the treating doctor, who extracted tooth #12, to alleviate the reported symptom. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. The treatment has not been discontinue as the patient is still wearing the aligners. The treating doctor did not consider the event was serious or life threatening to the patient.